Event description:
Complainant alleged that while attempting to analyze a patient (age & gender unknown) during a code, the device displayed a noisy ECG signal four times which prevented therapy. Complainant indicated that the patient subsequently expired.